Manufacturer narrative:
Additional information provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Lot and serial number provided. Accordingly, the DHR was reviewed. No abnormalities were found during the DHR review and no other complaints for the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A customer reported "a case of recurrent intraocular pressure elevation caused by obstruction of ex-press". No data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. All products pass 100% final inspection at the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected immediately. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported following the implant of a micro-filtration device, a patient experienced increased intraocular pressure (iop) one day post operatively. Three of the nylon threads on the scleral flap were cut by laser, and scleral massage was performed. A gonioscopy revealed an epinucleus fragment confined at the end of the device blocking filtration. Nd/yag was performed and the pressure decreased. However, at four follow up appointments over the next five years, nd/yag was required due to an increase in pressure. However, during the follow up appointments the presence of luminal obstruction could not be confirmed any longer. One year following the implant surgery, the patient experienced blurry vision. A nd/yag was performed which irradiated from the outflow port, which dropped the iop considerably. The patient experienced a shallow anterior chamber. Choroidal detachment might have caused the low iop. Oral steroids and dexamethasone solution was given to the patient. One month later the shallow anterior chamber and choroidal detachment improved.